Event description:
Related manufacturer reference number: 3006705815-2022-14158. It was reported the lead had migrated. X-rays confirmed the issue. In turn, the system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.